Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reporter via phone call that the insulin pump's stopped working. Troubleshooting for pump exposed to fluid was performed. The customer's blood glucose level was unknown at the time of the incident. The customer reported that there was condensation under the screen's right corner and that it was hot the day of the incident. Full black screen troubleshooting was performed. The customer was advised to stabilize at room temperature but the black screen did not disappear. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for button error/keypad anomaly was also performed as the screen turns blacks when any buttons were pressed. There was no significant event leading to the keypad issues but stated that it was humid and there was condensation under the screen. Troubleshooting could not be finished due to the display anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with high idle current due to moisture damage lcd board. No button error alarm. Unit received with intermittent act button response due to flattened button keypad dome. The keypad connector was found closed properly during visual inspection. Unit passed self test. No unexpected missing segments/partial display. Motor error alarm during basic occlusion test due to moisture damage force sensor resistor. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.